Event description:
It was reported that the patient heard a popping sound and then was unable to hear any sounds or speech afterwards. The external equipment was checked and found to be working correctly. Testing confirmed that the device has malfunctioned.